Event description:
Following a diagnostic catheterization procedure, an attempt was made to deploy a vasoseal elite. During the procedure, the operator experienced difficulty when attempting to retract the j segment. The procedure was aborted. When the locator was removed, it was noted that the j segment had become separated from the locator and remained in the patient's tissue tract. The tip of the j segment was visible outside of the tissue tract and was removed. No patient complications were reported.